Event description:
It was reported that pump displayed malfunction code and alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised continuing using pump and to call back if malfunction code appeared again; caller acknowledged and understood instructions.